Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was initially inspected at teleflex (B)(4). Upon inspection there, 2 clips were able to fire properly with one of them being successfully fired onto over-stressed tubing. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. The sample was returned with 2 loose clips that were fired by teleflex japan. No defects or anomalies were observed. Reference file (B)(4) for investigation photos and file (B)(4)investigation for teleflex (B)(4) investigation. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. This was repeated two more times with the same result. Two clips were successfully applied to over-stressed surgical tubing. The remaining clips were fired with no issues. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the other remarks: end user. No defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not opening" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. The device was received with 10 clips remaining in the channel indicating that the end user fired 5 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
The complaint states: the clip was already closed when it was loaded into the jaws. Therefore another auto endo applier was used instead. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1700518 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: the clip was already closed when it was loaded into the jaws. Therefore another auto endo applier was used instead. There was no reported patient injury.